Event description:
The patient was monitored using a transcutaneous monitoring device, and suffered three separate burns to a leg.

Manufacturer narrative:
The customer indicated during a sales visit that a patient received burns during a sleep evaluation one and a half years ago. The customer provided that the patient was an infant (B)(6). No detail was given regarding gender or weight at the time of the incident. The patient received three separate burns to the thigh of one leg. No detail was given on which leg received the burns. Burns were described as "blistered", 2-3 mm in diameter, running from proximal to distal. Customer states that they moved the electrodes to a different site within the recommended time stated by the manufacturer. There is no information on the temperature used during the evaluation, or regarding the condition of the patient before the event, after the event, or current condition. Customer has two monitors, and is not certain which monitor was used during the evaluation. Since the customer was unaware of which monitor was involved in the incident, it was requested that both monitors be returned and evaluated by radiometer to verify proper operation. A medwatch follow-up report will be prepared once evaluation is completed.